Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-70, serial number: (B)(6), batch/lot number: 5002117. Model/catalog description: infinion pro lead kit, 16 contact, 70cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70, serial number: (B)(6), batch/lot number: 5002148, model/catalog description: infinion pro lead kit, 16 contact, 70cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 34432649, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) was not providing sufficient pain relief. The patient underwent an scs system explant procedure and a back surgery. The explanted device components were not returned. There were no reported complications postoperatively.